Manufacturer narrative:
Concomitant medical products: product ID 8835, lot# serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from company representative (rep) via a consumer ( con) regarding a patient with an implantable infusion pump receiving fentanyl with a concentration of 800 mcg/ml and a dose of 38.3 mcg/day for non malignant pain. It was reported that patient stated for almost 7-8 months ago up to a year the physician assistant (pa) removed more medication than what was expected to be in the pump. Patient stated one time the pump showed there should be 5cc of medication in the pump and the pa would pull out 7cc and it has been getting gradually worse. Patient stated one refill the pump showed it should have 7cc and the pa pulled out 12cc and it continues to get worse. Patient stated the rep did a dye study (date unknown) and the rep didn't prime the pump patient stated the dye study showed everything was working fine. Patient stated the pa has been documenting the volume discrepancy troubleshooting was not required. The issue was not resolved. No symptoms were reported.